Event description:
It was reported that during a cardiac ablation procedure, the temperature suddenly dropped to -75° after opening the second console valve while ablating the right inferior pulmonary vein. When attempting to ablate the right upper pulmonary vein, the temperature dropped very quickly and an error message appeared, leading to removal of the balloon. The balloon catheter was replaced with another manufacturer's device. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 24358 was returned and analyzed. During external visual inspection of the balloon, shaft, and handle segments no anomalies were identified. The catheter smart chip data was downloaded and reviewed. The data indicated the catheter was used for four applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n-046 indicating that there was an outer vacuum leak. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. Dissection of the outer-balloon segment and pressurizing the inner balloon identified the inner balloon distal bond was leaking and detached from the shaft. In conclusion, the catheter failed the returned product inspection due to an error message n-046 from a leak path between the inner balloon distal bond and the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the patient files were returned and analyzed. In the fault file, fault messages were found on the event date. System notices n-003 (the system has detected an unexpected flow) and n-018 (the system has detected an unexpected temperature or loss of temperature reading from the catheter) were observed. Additionally, system notice n-046 (the system has detected a compromised balloon) was received during the inflation and ablation with catheter afapro28 / 24358-001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.